Event description:
A customer reported that during a laproscopic gall bladder procedure, threads detached from the sponge when it was being used to wipe oozing, posing a risk of detached threads being left in a surgical site should this type of incident recur. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.